Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display issue with the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical interventions were reported. The products mmt-1884 will not be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. After multiple battery replacements, unit persisted on blank display. Pump was received with blank display due to cracked case behind the pump at the battery compartment, causing the battery tube to become loose with no contact between the test battery cap and battery tube being made. The battery tube assembly was pushed back in the right position, monitored, and no blank display was noted. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed active and sleep measurement current test, and self-test. No blank display noted during testing. Unit was received with: serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, pillowing keypad overlay, and missing display window/cover. In summary, customer allegations for blank display were confirmed when blank display was observed upon new battery installations. However, blank display was no longer noted after the battery tube assembly was pushed back in the right position and monitored. Blank display was caused by loose battery tube preventing proper contact with battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.